Event description:
The customer contacted physio-control to report that the charge-pak battery charger of their device had depleted prematurely. During device evaluation, physio-control observed that the device's analog pcb assembly had caused an event code to be logged into the device's memory. The device did charge and shock correctly the first time, but would not deliver a shock at subsequent attempts. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control observed that the analog pcb assembly caused the device to log an event code into its memory. The analog pcb assembly was then further evaluated and it was determined that the cause of the reported issue was due to leg 5 of the integrated circuit (ic) chip, designator u1, not being soldered to the pcb. This caused leg 5 of the ic chip, designator u1, only to make intermittent contact to the pcb. A replacement device was provided to the customer under warranty.